Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had recurring no delivery alarms. The blood glucose level was unknown. The customer reported that they had tried all the remedies. Troubleshooting was performed for no delivery alarm. The customer was advised the insulin pump need to be replaced and advised to revert to the backup plan. The insulin pump will not be returned for analysis.